Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant products were used during this study: carto 3 system (B)(4), smartablate generator (B)(4), and smartablate pump (B)(4), a lasso d134301 (lot # 17371086l), and soundstar 10438577 ((B)(4)). Methods: no testing methods performed. (B)(4). Results: no results available since no evaluation performed. (B)(4). Conclusion codes: device discarded by user, unable to follow-up. (B)(4).

Event description:
It was reported that one patient underwent ablation procedure for afib. And suffered a cardiac tamponade which required a pericardiocentesis and with approximately 2 liters of fluid removed. The tamponade was noted after a double transseptal and the lasso and ablation catheter were advanced into the patient. No mapping or ablation had been performed. Patient is stable at this time. No further intervention is expected to be done. Procedure was aborted. Physician stated that they were not sure of the cause of the tamponade.